Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("was unable to completely remove the essure implant/ essure implant or a part thereof remained in her."), pelvic pain ("persistent pelvic pain") and device expulsion ("foreign object in her uterus.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("was unable to completely remove the essure implant/ essure implant or a part thereof remained in her."). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), perineal pain ("perineal pain"), abdominal discomfort ("discomfort"), anxiety ("mental anguish") and emotional disorder ("emotional anguish"). The patient was treated with surgery (right handside essure removed on (B)(6) 2012 and should have surgery to remove remaining essure). At the time of the report, the pelvic pain, perineal pain, abdominal discomfort, anxiety and emotional disorder had not resolved. The outcome of device expulsion was unknown. The reporter considered abdominal discomfort, anxiety, device breakage, device expulsion, emotional disorder, pelvic pain and perineal pain to be related to essure administration. The reporter commented: only right hand side essure device was removed on (B)(6) 2012. Patient was placed on a wait list to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2020: foreign object in her uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: event device breakage was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("was unable to completely remove the essure implant/ essure implant or a part thereof remained in her."), pelvic pain ("persistent pelvic pain") and device expulsion ("foreign object in her uterus.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("was unable to completely remove the essure implant/ essure implant or a part thereof remained in her."). There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2012, the patient had essure inserted. Essure was removed on (B)(6), 2012. An unknown time later she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), perineal pain ("perineal pain"), abdominal discomfort ("discomfort"), anxiety ("mental anguish") and emotional disorder ("emotional anguish"). The patient was treated with surgery (right handside essure removed on (B)(6), 2012 and should have surgery to remove remaining essure). At the time of the report, the pelvic pain, perineal pain, abdominal discomfort, anxiety and emotional disorder had not resolved. The outcome of device expulsion was unknown. The reporter considered abdominal discomfort, anxiety, device breakage, device expulsion, emotional disorder, pelvic pain and perineal pain to be related to essure administration. The reporter commented: only right hand side essure device was removed on (B)(6), 2012. Patient was placed on a wait list to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6), 2020: foreign object in her uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device expulsion ("foreign object in her uterus.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required), perineal pain ("perineal pain"), abdominal discomfort ("discomfort"), anxiety ("mental anguish") and emotional disorder ("emotional anguish"). The patient was treated with surgery (right handside essure removed on (B)(6) 2012 and should have surgery to remove remaining essure). At the time of the report, the pelvic pain, perineal pain, abdominal discomfort, anxiety and emotional disorder had not resolved. The outcome of device expulsion was unknown. The reporter considered abdominal discomfort, anxiety, device expulsion, emotional disorder, pelvic pain and perineal pain to be related to essure administration. The reporter commented: only right hand side essure device was removed on (B)(6) 2012. Patient was placed on a wait list to have the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2020: foreign object in her uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.